Event description:
Boston scientific crm received information that this device was emitting beeping tones. Upon interrogation, it was noted the device had recorded a shock impedance value greater than 125 ohms. All other measurements were stable and acceptable. No adverse patient effects were reported. During a follow-up appointment, it was noted impedance measurements were still out of range, and the device had migrated to a lower position.

Manufacturer narrative:
A follow-up procedure was scheduled. No further information is available. If additional information becomes available, this event will be updated and resubmitted.